Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Return requested. Replacement iso 100-240vac 600w transformer shipped to site. Transformer is in transit and has not been received by manufacturer for analysis. Return requested. Power europeschuko 4.5m cable has not been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed, except hardware test failed: electrical safety tests fail to complete. Direct equipment leakage did not meet required values. Isolating transformer has been replaced. Electrical safety tests have been performed again and system has passed all tests. System performed as intended.

Manufacturer narrative:
Medtronic investigation of returned suspect iso (B)(4) transformer finds that the lot number of the returned transformer indicates it is over five years old. The fuses are intact. When connected to ac, all outputs measured in the normal range. No problem found. Medtronic investigation of returned suspect power cable finds that the returned cable is well worn but the cable jacket is intact with no physical damage. The lot number indicates this cable is over five years old. The cable passed a continuity test with no opens or shorts detected. No problem found. The reported event could not be replicated. As previously reported the parts were replaced to resolve the issue.

Event description:
A medtronic representative reported a navigation system that failed electrical safety test. Failed result during electrical safety test, suggested there may be a need to replace isolating transformer and power cord. There was no patient present when this issue was identified.